Event description:
The customer's parent reported via telephone call that the insulin pump act button became unresponsive when trying to deliver a bolus. The blood glucose reading was 150 mg/dl. The parent reported that the insulin pump may have gotten wet or dropped during sports. The parent was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent response due to flattened express bolus and esc button dome switch. No moisture damage found on the electronics, motor, battery tube and vibrator noted. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.